Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed first and second priming sequences at pulse 58 being deactivated. The downloaded data did not show any timeouts or drive stalls during the pod's run. The needle mechanism was inspected and no damages or abnormalities were observed that could contribute to an early needle deployment. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Although no issues were observed, it could not be determined when the device deployed.